Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the probe was found to be cracked at 17 mm from its tip. There was a mark in the probe which came in contact with the grasping section and was abraded against it. There was a mark on a grasping section that came into contact with a probe tip. The tissue pad in the grasping section was intensively worn away. The device history record for the lot indicated no anomaly with the event-related items below. (Inspection) high-frequency output. (Inspection) appearance. A likely mechanism causing the reported event might be the following: grasping thick tissue at distal end of the grasping portion while activating output in seal & cut mode. The probe and the tissue pad came into contact at the proximal side of the grasping portion. The non-insulated area of the grasping section and the probe came into contact due to severe abrasions of the tissue pad. Activating output in seal & cut mode while the non-insulated area of the grasping section was contacting the probe. This caused the contact mark to the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. This might have applied a force to the probe, causing cracks from a contact mark, causing the probe damage error occurred. (Error code: u504) the above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed olympus medical science sales co.,ltd. (Omsj) that an error code u504 had occurred about an hour into the orthopedic procedure. As a result of visual confirmation, the tissue pad is in a melted state. No anomalies have been identified for the probe (not visible metal). The intended procedure was completed with another device. There was no patient injury reported.